Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During removing surgery, the tip of screw driver broke when the surgeon was about to remove the screw. The surgeon removed the broken piece and he used solid screw driver.